Event description:
While removing IV catheter from pt (#22 gauge peripheral catheter) nurse noted end of catheter missing. Search was done in bed, bed clothing etc. End of catheter was not located. Vessel palpated - end of catheter was not noted. Pt was discharged home in stable condition.